Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 28 l (B)(6) on the left side on unknown date. The patient was revised on unknown date due to osteolysis, the following info was stated. Osteolysis. Cr: 7.7microg/1 - norm: <1; co: 5.7microg/1 - norm: <0.5; mo: 0.53microg/1 - norm: 0.5-1.8.